Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t start up. Upon troubleshooting, fse found that the system was stuck at 00:00 and the flex vision pc wasn¿t powering on properly. To resolve this issue, fse replaced flex vision pc. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.